Manufacturer narrative:
(B)(4). The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. Microscopic inspection revealed kinks in the hypotube at 26 cm and 27cm from the strain relief, and a kink in the distal shaft located 23 cm from the tip of the device and damage (shaft material separating from collar) to the collar/shaft. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 02-nov-2017. It was reported that advancing difficulties occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, after introduction of a non bsc guide catheter, a non bsc guidewire and balloon were used to enter the lesion; however it failed due to the tortuosity. Guidezilla¿ was then used to replaced the non bsc guide catheter, but it failed to pass the lesion as well when the non bsc balloon was inserted. The procedure was not completed. No patient complications were reported and the patient's status was stable. However, device analysis revealed a shaft material separating from the collar.